Event description:
The physician "drastically" shaped the distal tip of the guidewire. During preparation prior to the procedure after several unsuccessful attempts to advance the guidewire through the hub of the microcatheter, the distal tip of the guidewire was broken. The procedure was completed using another of the same device. There were no reported clinical consequences to the patient who was reportedly in a good condition.

Event description:
The physician ¿drastically¿ shaped the distal tip of the guidewire. During preparation prior to the procedure after several unsuccessful attempts to advance the guidewire through the hub of the microcatheter, the distal tip of the guidewire was broken. The procedure was completed using another of the same device. There were no reported clinical consequences to the patient who was reportedly in a good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. Based on the information provided the most likely the cause of the guidewire distal end breakage was excessive force applied during the distal end shaping during preparation. Therefore, a root cause of handling damage has been assigned to the reported event.